Event description:
Procedure: lap sigmoid. Reportedly, after firing two sulu's, the third sulu didn't articulate properly. However, the surgeon fired the device and a "crack" was heard. Staples were placed, the tissue was cut, but instrument was stuck on the tissue and the surgeon could not open the instrument and sulu. Then the sulu disengaged from the instrument while it was still closed on tissue. A new instrument and sulu was placed distal of the closed sulu to staple and cut the tissue and remove the closed sulu.